Event description:
The customer reported the device stopped during an exam. The functionality was recovered following a reboot. There is no report of death or serious injury.

Manufacturer narrative:
The inhouse biomed performed an eval. The reported issue was not duplicated. The biomed replaced emergency stop switch. The system was returned to service.